Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that the lead could not be implanted because the physician could not get access to the subclavian vein. The lead was not used. No patient complications have been reported as a result of this event.